Event description:
This adverse event occurred outside of the u.s. However, as there is a similarly marketed device sold in the u.s., an MDR is being filed. A clinician in chile reported the biomend membrane was "in poor condition" and "difficult to handle." Customer also stated the membrane "arrived opened and folded." At the beginning of the procedure (procedure was not specified), it was noted the membrane and bone graft were in poor condition. No information surrounding the bone graft was provided. The customer confirmed that surgical/medical intervention and an additional appointment is required to complete the procedure. The biomend membrane was replaced and the doctor was able to proceed with the surgery as scheduled. It is unclear when the surgery occurred and the extent of the medical intervention that took place. Multiple attempts were made to request information surrounding the patient status, outcome from procedure, and further details surrounding the condition of the membrane. Additional information surrounding the medical intervention were also requested. However, no additional information was provided.

Manufacturer narrative:
Quality assurance reviewed all processes associated with the product lot and confirmed all routine product testing were found conforming. The customer confirmed that no adverse event or serious incident occurred. There was no indirect harm or near adverse event that occurred as a result of the damaged box. It was confirmed the product was not used as a result of the damaged box and there was no indication of delays in surgery or patient harm.

Event description:
A clinician in chile initially reported the biomend membrane was "in poor condition" and "difficult to handle." Customer also stated the membrane "arrived opened and folded." At the beginning of the procedure (procedure was not specified), it was noted the membrane and bone graft were in poor condition. No information surrounding the bone graft was provided. The customer confirmed that sugrical/medical intervention and an additional appointment is required to complete the procedure. The biomend membrane was replaced and the doctor was able to proceed with the surgery as scheduled. After multiple attempts to obtain additional information and clarify the patient outcome, the chilean clinician eventually confirmed that the box the membrane arrived in was damaged. The clinician never used the membrane. There was no indication of negative patient consquence or adverse event that occurred as a result of the damaged box. No adverse event occurred.